Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:43:49. During night drain cycle four, the patient's ultrafiltration reading was 1062ml, indicating the home patient (hp) drained 1062ml more than their maximum programmed fill volume of 1500ml. No further information was avaialble.